Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp (omsc). Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the information from olympus india, the reported phenomenon could have occurred due to an accidental failure of the print circuit board which generates dvi signal.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the checking of the subject device for preparation for use at the user facility, it was found that the signal was not output from the dvi out terminal of the subject device. There was no report of patient injury associated with this event. The service department of the olympus medical systems india (omsi) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the print circuit board of the subject device.